Manufacturer narrative:
H11: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned for evaluation. The stent was present on the balloon but dislodged by approximately 0.5mm over the distal marker band. There was no evidence of stent expansion. The stent was not secure on the balloon. There was no damage noted. The balloon exhibited no damage. There was no evidence of previous inflation, the pleats, folds and crimp indentations were intact. One video of six seconds was also provided for review. A health care professional was shown holding a device of the appearance of a lifestream at its distal end. The hcp was shown moving the stent back and forth along the balloon. There was no evidence of stent expansion, there was no damage noted. The balloon exhibited no evidence of previous inflation. Therefore, the result of the investigation is confirmed for the reported stent dislodgement issue. The root cause for the reported stent dislodgement issue could not be determined based upon the available information received from the field communications, device evaluation and video review. Labeling review: the instruction for use for this lifestream device was reviewed and the followings sections are applicable. B indication for use: the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C contraindications: the lifestream balloon expandable vascular covered stent is contraindicated for use in patients with uncorrected bleeding disorders patients who cannot receive recommended antiplatelet andor anticoagulation therapy. Patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology the diagnostic angiography and or lesion response during predilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system. Lesion locations subject to external compression. D warnings: the lifestream balloon expandable vascular covered stent is supplied sterile by ethylene oxide and is intended for single use only do not resterilize after resterilization. The sterility of the product is not guaranteed because of an indeterminable degree of potential. Pyrogenic or microbial contamination which may lead to infectious complications cleaning reprocessing and or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and or mechanical changes do not use the device if sterile packaging pouch has been damaged or unintentionally opened prior to use. Use the device prior to the use by date specified on the package. Do not expose the covered stent to temperatures higher than 500 f 260 c eptfe decomposes at elevated temperatures producing highly toxic decomposition products use of a laser on or around the surface of the covered stent may result in damage to the covered stent and could create toxic fumes which may harm the patient or operator. E precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials complications side effects and hazards of peripheral vascular interventions. Prior to device use refer to the covered stent sizing table on the label and read the instructions for use do not use if the delivery system cannot be properly flushed. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Keep dry keep away from sunlight. J storage: store in a cool dry place keep away from sunlight use the device prior to the use by date specified on the package. M directions for use: covered stent size selection. 3 select a covered stent diameter that is approximately 520 larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 5 examine the stent system to ensure it has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands if the covered stent is not centered and or does not firmly adhere to the balloon do not use. 6 flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: 7 a 20 cc or smaller luerlock syringe with a minimum of 5 ccs sterile saline mixture is recommended for use for aspirating this device 8 with the distal balloon tip pointing down and positioned below the level of the syringe pull negative pressure until all air is expelled. 9 induce a negative pressure to remove any air from the balloon and inflation lumen repeat until all air is expelled. 10 carefully release to neutral allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure important do not apply positive pressure to the balloon. 11 attach the prefilled inflation device to the inflation lumen of the catheter hub ensuring no air bubbles remain at the catheter connection. 12 verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent. 13 advance the endovascular system over the guidewire into the introducer sheath. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a stent graft placement procedure using a lifestream device for severe left subclavian artery stenosis via femoral access. Prior to procedure, the stent was found detached upon open the packaging. The procedure was completed using another device. There was no patient contact.